Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated the device had 1-3 years remaining until elective replacement indicator (eri). Approximately three months later another remote monitoring transmission indicated the device had reached eri only a few weeks earlier. It was noted that there were increased outputs due to increased thresholds. The device was explanted and replaced, and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.